Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure. It was reported that the patient underwent a revision surgery approximately 5 months post-op to replace a broken screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The screw has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Macroscopic examination confirms mas broken approx. ~3 threads below screw head. Damaged noted on mas head portion of implant, with severe damage noted on bone screw portion of broken implant. Microscopic examination of fracture surface reveals a fairly flat fracture surface, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to fatigue.